Event description:
The customer reported falsely low creatinine (crem) and elevated blood, urea, nitrogen (bunm) results, for five patients, involving the unicel dxc 800 synchron system. Repeat analysis of crem recovered a higher result which was consistent with the patient's previous creatinine values. Repeat analysis of bunm recovered lower results for four patients. The erroneous crem and bunm results were released out of the laboratory and questioned by one physician. Amended reports were issued to the physicians. The customer stated there has been no report of patient consequence or change in patient treatment to date. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid below the tip of the creatinine modular chemistry (mc) reagent tricontinent syringe. The fse replaced the syringe. The fse verified bunm and crem fittings. The fse removed a small amount of gel from inside and exterior of the sample probe. The fse verified sample syringe and tubing connections, performed calibration, and completed quality control (qc) and precision tests for bunm and crem. The unit conformed to the manufacturer's published performance specifications.